Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. Successfully downloaded history files and traces using thus. No unexpected pump error 53 alarm noted during the testing. Pump error 53 alarm was recorded and found in the formatted history file on event date: 01/08/2024 20:00:41.000, 01/08/2024 20:01:40.000, 01/08/2024 20:05:13.000, 01/08/2024 20:16:51.000, 01/08/2024 20:26:00.000 software error (53) pump error 53 file number =2005 line number=5632 this is sw issue: error 53 is triggered when pump attempts to re-initialize/establish communication to the rf chip. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery alarm during testing. Failed battery alarm found in the formatted history file on the event date and were expected: 01/08/2024 14:12:16.000 to 01/08/2024 21:18:00.000 failed batt test (58). Unit was cut/open and inspected and found no moisture damage found. Test reservoir/pcap lock properly inside the reservoir tube. The following were noted during visual inspection: cracked case (battery tube). Failed batt test not confirmed. Pump error 53 confirmed due to software error. Flashing white display not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer receiving a pump error 53, battery failed alarm and flashing white display. No harm requiring medical intervention was reported. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan as per health care professional instructions and the product will be replaced. The product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.